Event description:
In 2009, the patient reported that she received two r4 (occlusion) errors recently on her infusion device (competitor product). The month prior, she stated that her blood glucose was elevated to 400 mg/dl, as a result of an occlusion and she "bolused and went to sleep." When she woke up, her blood glucose continued to be elevated and she bolused, but her blood glucose did not decrease. She contacted her physician and she injected insulin via syringe to lower her blood glucose. Twenty five days later, her blood glucose elevated to 457 mg/dl, as a result of an occlusion and she felt nauseous. She was able to lower her blood glucose to 264 mg/dl. She stated that she changes her infusion site every 2 days and the infusion tubing every 4 days. She uses her abdomen as an infusion site and she does not have any scar tissue. She was sent sample infusion sets and information on infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.